Event description:
It was reported that a user contacted support after eating because his glucose was trending downward at 102 mg/dl and he was concerned about going low; education was provided regarding automated insulin suspension and treatment of lows, and a follow-up showed a glucose reading of 187 mg/dl after dinner while using the ilet system. Symptoms included concern for potential hypoglycemia without reported clinical effects. Outcomes included no alarms, no alerts, no injury, and no medical intervention beyond troubleshooting and education. Investigation included customer interview, review of use conditions, and troubleshooting guidance. Investigation of this case revealed no device malfunction or component issue, with glucose variability attributed to recent meals and automated insulin adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with hyperglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.